Event description:
Product is too bulky, making it impossible to disconnect needle from catheter without the oozing of blood onto bed or floor. There is a greater chance of being contaminated with blood versus being stuck with needle.